Event description:
The patient reported experiencing dizziness due to noise resulting in pacing inhibition was observed on the right ventricular (rv) lead. Rv lead damage was suspected but was not confirmed. No intervention has been performed.

Event description:
Additional information received indicated the patient was in stable condition.